Event description:
This report is being filed as a result of changes to our MDR evaluation process. We have changed our process to better align with current agency policy. Customer has question on possibility of eto reaction. They've tried twice to do a tpe on this pt ((B)(6) 2009) and about 10 minutes into the run, the pt has had a "violent" reaction and they've stopped the procedure. (B)(6) is wondering if it's an eto reaction. The pt is ok and has gone home. This report is being filed due to the pt reaction.

Manufacturer narrative:
(B)(4). On monday, (B)(6), approx 10 minutes into the run, the pt got "violently" ill, nausea and vomiting. Today, he also had a vasovagal reaction and passed out, she feels because of the violent vomiting. They almost ran a "code" but he came around. We talked about whether the pt was allergic to acda, albumin or eto. They asked the pt if he's allergic to citrus and the pt said no. The pt is ok and has gone home. On (B)(6) 2009, they did the procedure again starting out with an inlet flow of 30 mls, used saline as replacement for the first 10 minutes (to rule out the replacement fluid), used acda and he didn't have any problems until midway through. He is on blood pressure medication they feel is part of the problem and are asking him not to take it until the treatments are complete. They are going to do another tpe on monday, (B)(6). We ruled out eto and albumin as the cause for the reaction. On (B)(6) 2009, they ran again and the pt tolerated the procedures better but still had some nausea towards the end of the procedure. His antibodies are still high, so he will need to continue tpes until they come down before they can do the kidney transplant on (B)(6) 2009. I spoke to (B)(6) today and she told me that the pt checked himself out and is discontinuing the procedures, so the transplant has been canceled. Conclusion: the pt reactions are thought to be allergic in nature, but this could not be conclusively determined.